Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 230 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery and the blood glucose was 480 mg/dl. The customer treated with the pump. The alarm occurred during bolus and was recurring. They were unable to determine the cause of the alarm without a complete set change. The customer called the day after to report that the pump was stuck in rewind. They were able to rewind the pump during troubleshooting. Troubleshooting was performed. The reservoir was not returned for analysis.